Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient wasn¿t feeling stimulation anymore, so they didn¿t think their implant was working. The patient confirmed that they weren¿t getting a 50% or greater reduction in symptoms, and they were losing their urine again. It was noted that the return of symptoms was gradual. The patient stated they were used to feeling the stimulation intermittently and sometimes would feel it so normally they would increase, and then feel it again. It was noted that this time was different because at the end of (B)(6) 2017 they increased but still didn¿t feel stimulation. Syncing with the programmer showed stimulation was on at 1.0v on program 2. The patient increased from 1.0 to 7.1 and still didn¿t feel any stimulation. The patient asked about changing programs, and that their healthcare provider never told them not to change programs. The patient changed to program 1 and increased stimulation to 8.5 where they still didn¿t feel stimulation. It was reviewed that stimulation sensation can vary from patient to patient, and the patient changed back to the original program 2 and kept stimulation at 2.2v. It was reviewed that since they increased stimulation they may see improvement in symptom control since it was an increase, but to let their healthcare provider know they weren¿t feeling stimulation. The patient was redirected to their healthcare provider if the issue did not resolve. The patient later stated that they guessed they had lost too much weight because in certain chairs the stimulator would go beneath the bar of the chair, and they would try to get up and the stimulator would jerk up with them. The patient did not know when this occurred and noted ¿it had been a while¿. The patient stated that they had seen a representative (rep) a while ago and the rep read their implant battery and told them that they would need a replacement in a couple of years. The patient stated they would call their healthcare provider. No further complications were reported.